Event description:
The manufacturer received information alleging an alarm sounded at powering on and ventilator inoperative has been displayed since the previous night. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed, however the alarm log showed that ventilator inoperative alarm had occurred. The device's main board was replaced to address the issue.